Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. Multiple lesions were present in the circumflex and left anterior descending artery (lad), and a clinical decision was made to treat the circumflex lesion with pci followed by treatment of the lad lesion with surgical intervention. The circumflex lesion was initially difficult to wire and was treated with two passes of the oad on low speed. During treatment, the oad was noted to jump. Imaging was performed and no issue was noted. Two additional passes were performed with the oad, following which imaging showed a perforation. A balloon was inserted and inflated twice at the site of the perforation for ten minutes, however the perforation was not resolved. Placement of a covered stent was attempted, however the stent was difficult to advance in the guide catheter and would not advance to the desired location. An echocardiogram was performed and a pericardial effusion was noted. A pericardiocentesis was performed and the patient status began to deteriorate. Imaging was performed and the circumflex was found to be occluded. The patient underwent coronary bypass surgery and was in stable condition following the procedure.